Event description:
It was reported that a patient underwent a cardiac ablation procedure with thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the third electrode. After 40 minutes of ablation, they encountered a "catheter sensor error", with hi locked and was not possible to do the zero of the catheter anymore. They changed for a new catheter and the problem was solved. No harm on the patient and the case was completed. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 09-apr-2025, observed reddish material and a separation between the pebax and the third electrode. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the third electrode on 09-apr-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 28-mar-2025. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed reddish material and a separation between the pebax and the third electrode. The device was connected to the carto 3 system, and it was recognized; however, error 106 was displayed on the screen due to an open circuit at the tip area. In addition, the device was dissected at the peek housing section and insufficient adhesive was observed on the wires; this could be related to the open circuit observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review the force issue reported by the customer was confirmed. The root cause of the adhesive condition and the pebax damage are traced to the manufacturing process. The pebax damaged and foreign material observed during the test were unrelated to the reported event by the customer. In relation to the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor issues and force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: -investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) / sensor (g03012) / adhesive (g0405201) were selected as related to the customer¿s reported ¿catheter sensor error", with hi locked and was not possible to do the zero of the catheter anymore¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish material and a separation between the pebax and the third electrode¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03)/ component code: sensor (g03012) were selected as related to the customer¿s reported ¿catheter sensor error", with hi locked and was not possible to do the zero of the catheter anymore¿ issue. In addition, biosense webster inc. Analysis finding of the ¿error 106 was displayed on the screen due to an open circuit at the tip area¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿catheter sensor error", with hi locked and was not possible to do the zero of the catheter anymore¿ issue. In addition, biosense webster inc. Analysis finding of the ¿insufficient adhesive was observed on the wires¿. Manufacturer's reference number: (B)(4).